Event description:
It was reported that the patient experienced a feeling of tightness in their right arm. A computed tomography (CT) scan was performed which revealed that the spinal cord stimulation (scs) paddle lead had shifted to the lower right from the original placement. The patients scs programs was optimized however the event did not resolve. The patient underwent a revision procedure in which the paddle lead was repositioned. No additional adverse patient effects were reported.